Event description:
It was reported that the ultrasound gastrovideoscope had no ultrasonic video image. The event occurred during set up. There were no reports of patient involvement

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.